Event description:
The service repair technician reported that during routine testing of the device at the service center, an open fuse was found. There was no patient involvement.

Manufacturer narrative:
The complaint was confirmed. The service center technician repaired the open fuse. If additional information becomes available on this complaint that would alter that facts and/or conclusions, a supplemental report will be filed accordingly.